Event description:
Device 1 of 3; reference MFR. Report# 1627487-2019-02843, reference MFR. Report# 3006705815-2019-00948. Additional information received identified the patient experienced lead migration. Reportedly, the issue was resolved post operatively.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2019-02843. It was reported the patient experienced high impedances on contacts 9 and 10. Reprogramming was tried to no avail. As a result, the patient underwent surgical intervention wherein both leads were explanted and replaced.